Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implanted pump. The indication for use was non-malignant pain, lumbar radiculopathy, chronic low back pain, and spinal pain. It was reported the patient's pump was turned off a couple of years ago because the battery went down. No symptoms were reported. No further complications were reported/anticipated.